Event description:
The medical surveillance specialist (mss) contacted the lay user/patient on (B)(6) 2010 but the patient was not inclined to provide any more information. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini meter does not turn on. The patient does not manage his diabetes with medication. According to the patient, he obtained some onetouch select test strips from his friend one week prior to contacting lfs and was not able to use it on the onetouch ultramini meter. During the week in question, the patient managed his diabetes with more food/drink and reportedly developed symptoms described as "dizzy, blurred vision, and nervous." There was no allegation of medication invention to suggest severe hypoglycemia or hyperglycemia as a result of the product issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the reported symptoms. According to the troubleshooting performed with customer service, the power issue was resolved with training. It was noted that the patient was not using the correct test strips. This complaint is being reported because the patient claimed he had symptoms that can be associated with hyperglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.